Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when the device was energized, the cutting wire of the ultratome xl broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: the initial reporter facility name is zhangye people's hospital affiliated hexi university; reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: (investigation result) the returned ultratome xl was analyzed, and a visual and microscopic evaluation noted that the cutting wire was broken and kinked at the handle section. Additionally, the distal tip and the wire anchor were blackened. The wire anchor was also dislodged or dislocated from distal pierce hole. It was also noted that the working length was torn, and the transition section was kinked. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the working length was torn, and the transition section was kinked. Based on the condition of the device, the wire break could have been generated by submitting the cutting wire to tension during the handle actuation. It was possible that the device was being energized during the handle actuation, also bowing the device without being completely out of the scope can lead to tear and displace or dislodge the cutting wire anchor from its position. The kink in the transition section could have occurred due to excess manipulation. It is most likely that as part of the device manipulation during the procedure an excess force was applied to the device during the insertion or removal through another device or by the interaction with the scope (hard surface), the kink generates increased friction between the wire and the transition, causing the wire to become stuck or could not be moved easily. The friction in handle actuation leads to break and kink of the cutting wire at the handle section. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when the device was energized, the cutting wire of the ultratome xl broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: the initial reporter facility name is (B)(6); reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.